Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. No moisture damage on the motor, battery tube, vibrator or keypad assembly noted.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.